Manufacturer narrative:
This report is filed january 21, 2016. The device is currently unavailable.

Event description:
Per the clinic, it was reported that only 10 electrodes were in the cochlea, resulting in the decision to explant the device. Subsequently on (B)(6) 2016, the device was explanted and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, january 21, 2016.

Manufacturer narrative:
This report is filed may 10, 2016.